Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit will not heat during use on a patient. No patient injury or harm reported.

Manufacturer narrative:
Qn#(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon initial testing of the unit the claim was confirmed. The power switch did illuminate and unit did not generate heat. Evaluation revealed that a thermal-fuse failure prevented the unit from generating heat. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the unit is 111 days. Based on the investigation performed, the reported complaint was confirmed. The unit is under warranty and will be repaired and returned.

Event description:
The complaint is reported as: the unit will not heat during use on a patient. No patient injury or harm reported.